Manufacturer narrative:
The device was not returned to olympus for inspection. Troubleshooting was performed that gold contacts on all 3 190 scopes were cleaned with an alcohol prep pad of 70% isopropyl alcohol. Th issue occurred while the patient was on the table asleep. It is unknown how long the patient was on the table. The issue resolved on its own. Though the patient was on the table asleep no medical intervention was required during the procedure or any additional treatment was given. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the video system center b30 scope communication error when using 3 different 190 scopes. The issue occurred during procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer olympus will continue to monitor field performance for this device.